Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display the live fluoroscopic x-ray image. This issue was recovered with a system reboot. No patient or user injury was reported.